Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported pump does not recognize when the door is open which was reproduced during evaluation and found during a visual inspection to be caused by an out of adjustment latch switch which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door. There was no known patient injury or medical intervention associated with this event. No additional information is available.